Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to poor visual acuity, 2 degree photophobia, asthenopia, and ocular pain. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Blood and solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was confirmed to be a 9.5. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. The manufacturer internal reference number is (B)(4).